Manufacturer narrative:
The insulin pump was received with no blank display, constant tone or vibrating alarm anomaly during our testing. The pump was received with minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and moisture damage on keypad traces. No moisture damage was found on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and moisture damage on the insulin pump. The customer's blood glucose reading was 446 mg/dl. The customer treated with syringes. The customer stated that he had the pump with him when he went to the river. The customer stated that the pump is vibrating without an alert or alert. The customer stated that the display went blank immediately after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.